Event description:
Event description cpi received information that during a regular follow-up examination, this ventak mini implantable cardioverter defibrillator (ICD) could not be interrogated and there were no beeping tones when a magnet was applied. The patient reported receiving several shocks in the last month. The ICD was replaced.